Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a cori assisted tka surgery when burring the distal femur both the 24¿ monitor and real intelligence tablet screens went blank. Then in the real intelligence cori a blue icon on the front of the console appeared with a person reading a book. They did a hard shut off of the console and restarted the session and were able to complete surgery. The procedure was completed, with a non-significant delay, using the same device. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment, was not returned for evaluation. The reported problem could not be confirmed with a visual or functional evaluation due to the device not being returned. A review of provided log files from the date of the event confirmed the event. The logs show that the system shut down upon entry to the checkpoint verification state, which would cause the reported blacking out of the screen and tablet and the showing of the service symbol. A relationship between the reported event and the device was established. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a known software bug. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.